Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the stent graft migrated and intervention with cuff placement was scheduled for a future date and has not been performed. A recent exam of the abdomen was performed and compared to an exam from approximately 1 year ago. There is enlargement of the aorta which was found to measure 4.2 x 3.6 cm and it has become more tortuous causing the stent graft to angle to the right and angle posterior. There is kinking between the two limbs of the graft and the top which narrows the origin of the two limbs of the graft. There is no occlusion at this time and no endoleak identified. Distally the grafts are widely patent without change and there is flow to both internal iliac arteries. No additional clinical sequelae were reported and no intervention has been performed.

Manufacturer narrative:
Eval codes - results: migration. Conclusion: angulated and dilated aortic neck, tortuous aorta.